Event description:
Boston scientific corporation was informed that during a procedure, the clip was not functioning and did not deploy. The sheath was pulled back too far. The procedure was completed with another of the same device with no patient complications involved.

Manufacturer narrative:
The lot number of the suspect device is unknown therefore, the manufacture and expiration dates can not be determined.